Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint. (B)(6). (B)(4).

Event description:
The event involved a 7inch (18 cm) appx 1.4 ml, smallbore quadfuse ext set w4 microclave clear, 0.2 micron filter, 3 check valves, 4 clamps, rotating luer, and it was reported that filter on 4-way connector found to be leaking during hourly checks.